Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed the patient's right ventricular high-voltage impedance was low. The patient was asymptomatic. No changes were made.

Event description:
Additional information received indicated that the patient had their right ventricular (rv) lead capped and replaced on (B)(6) 2021. The patient was stable before, during and after the procedure.